Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported by the sales professional: while at the hospital on (B)(6) 2015, I was advised of a complication during a (B)(6) 2015 case in which a mynxgrip (6f/7f) vascular closure device was deployed by an untrained physician. Details were not made completely clear at the time, but I learned that the physician mynxed both the right and the left sides. This was an interventional procedure. One side was mynxed successfully (it is unknown if it was the right or left), on the other side a hematoma developed and a pseudoaneurysm. Several unsuccessful attempts to obtain additional information were made by the sales professional. The sales representative reported that he will be working on training the deploying physician.

Event description:
On 8/31/2015, the company representative emailed cardinal health complaint handling with the following information: a bilateral mynx deployment was performed with complication occurring on the right side. A hematoma of an unknown size was managed on the table then a pseudoaneurysm discovered via ultrasound following the procedure. The physician described that the patient who is fine now underwent a surgical cut down to repair the vessel; the patient was hospitalized and the hospitalization is related to the repair of the vessel. Manual compression was applied for more than 30 minutes and a femostop was placed. In doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium. Additional information: there were no multiple stick punctures. There were no multiple sheath exchanges.